Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a bilevel positive airway pressure (bipap) device's sound abatement foam allegedly became degraded. There was no report of patient harm or injury. The patient also alleged having dizziness, irritation and burning eye and nasal and throat issues, headaches. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The device's event logs were downloaded and reviewed. The manufacturer found to contain 3 error codes. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Section h6 has been updated/corrected.